Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. It was also reported that cartridge change errors occurred with multiple cartridges during the load sequence. Customer reverted to manual injections for insulin therapy. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
D9: returned to manufacturer: yes, date returned: 4/9/2024, h3: device evaluated by manufacturer: yes, reason for non-evaluation: blank, other reason: blank, device returned to manufacturer, h10 remove statement. D9: returned to manufacturer: yes, date returned: 4/9/2024, h3: device evaluated by manufacturer: yes, reason for non-evaluation: blank, other reason: blank, device returned to manufacturer, h10 remove statement.